Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated during in-house testing of retain device lot t12217n. Retains of the complaint lot performed properly when tested with "normal" (apparently healthy) donors; all tni results <0.05ng/ml. Manufacturing batch records for lot t12217n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.

Event description:
Customer reported poor troponini (tni) correlation between triage platform and reference lab. On (B)(6) 2021, a (B)(6) male presented to the emergency center with dizziness. Patient was tested on triage, meter serial number (B)(4), and resulted with tni of 0.12 ng/ml. The same triage device was re-inserted and run on an additional triage meter, serial number (B)(4), and resulted with tni of 0.12ng/ml. Reference lab resulted 0.014 ng/ml, instrument/method of reference lab is unknown. Customer stated the patient was not admitted. Reference ranges: triage 0.00-0.05, reference lab 0.012-0.033 triage reported patient myo of 249 and ckmb of 4.2. Patient EKG reported: "non-specific EKG that was abnormal" patient has no history of a heart condition. Final diagnosis provided as hypertensive tendency, dizziness, gastroenteritis, no mi. Customer stated patient was treated on the reference lab results, not on the triage results. Unknown if patient was referred to cardiologist.